Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, lot #, implant date, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address elevated ion levels and loosening. Update: (B)(4) 2012 - litigation alleges that the asr left hip implant caused pain in the patient. Litigation further alleges that the patient experienced metal debris from the implant and loss of quality of life. Litigation further alleges that the patient experienced excessive levels of chromium and cobalt in his blood as determined from blood tests. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified correct lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised to address elevated ion levels and loosening.